Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospitalization was reported due to high blood glucose. Caller stated that the customer was not using the insulin pump, because the insulin pump was missing the battery cap. The blood glucose reading at the time of the event was 563 mg/dl. Hospital treated with IV insulin. Nothing further reported.